Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: the polymer material containing carbon particles inside the jaws was peeled off. No pieces fell into the patient. The broken pieces will be returning. Is the ptc detached and completely missing from the upper jaw? ? The polymer material containing carbon particles inside the jaws was peeled off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, ptc inside the jaws was damaged and peeled off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4 batch #: x96d7p. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the electrode, ceramic detached from the lower jaw, and the piece was returned. In addition, the cable was cut off and the ptc was not detached. No functional test could be performed as the condition of the device returned. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device. A manufacturing record evaluation was performed for the finished device batch x96d7p, and no non-conformances were identified.